Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left hypogastric artery using pod packing coils (pod pc), ruby coil detachment handle (handle) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the pod pc in the target location and the pod pc was detached using the handle; however, while retracting the pusher assembly of the pod pc from the lantern, it was noticed that the pod pc was still attached to the pusher assembly. The pod pc was removed fully from the patient's body with the pusher assembly. The procedure was completed using a new pod pc, the same handle and the same lantern. There was no report of an adverse effect to the patient.